Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away due to the peritonitis and another indication. The cause of the peritonitis was unknown. On an unreported date the pt was admitted to the hospital for low blood pressure and during the hospitalization, the pt was diagnosed with peritonitis. It was not reported whether the low blood pressure was a manifestation of the peritonitis. Treatment was unknown. On an unreported date, the pt experienced a ruptured bowel. Subsequently the pt passed away due to peritonitis and the ruptured bowel. It was unknown if the bowel rupture occurred prior to or after the peritonitis event. It was unknown if the bowel rupture was the cause of the peritonitis. It was unknown if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.